Event description:
Two yr post rt total knee arthoplasty revision where tibial base plate was exchanged. Has repetitive loosening elected to have complete revison. Due to pain tibial femoral mechanics has been indicated as the causative agent for loosening.